Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication ids are being linked to wrong station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication ID's were linked to the wrong station. A technical support specialist (tss) dialed into the system and identified that the med ID 10135 and 10134 were not loaded. The tss then tried filter on station inventory report, but both the medicines were not available and did not have any history. The tss also dialed into the server and confirmed that there was no issue with the care fusion coordination engine. The customer closed the case and failed to provide the required additional information. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication ids are being linked to wrong station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.